Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the nurse who is using them stated she has used 3 out of the 4 and they seem to be defective; states when she pushes saline through it is leaking from the port site. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. No defective complained device was returned for investigation. Therefore, no physical investigation will be conducted. No physical investigation or assessment has been conducted on the defective part due to no complaint or representative sample was returned. Therefore, no further investigate was done to determine the actual root cause to the phenomena experienced by user.

Event description:
It was reported that the nurse who is using them stated she has used 3 out of the 4 and they seem to be defective; states when she pushes saline through it is leaking from the port site. There was no reported patient injury.